Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
It was reported that patient also underwent mycro mesh plus implant on (B)(6) 2003.

Manufacturer narrative:
(B)(4) it was reported that patient underwent mesh excision on (B)(6)2007 by dr. (B)(6) due to recurrent urinary tract infections, incomplete voidings, and partial obstruction at the (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy, colposacropexy, paravaginal defect repair, bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy, and cystoscopy.